Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal device had a malfunction causing the inability to deploy. The user felt like the plug did not deploy, they said they tamped it down, then released up and blood was everywhere. The patient was reported to be in stable condition. Hemostasis was achieved by manual compression. No additional problems occurred. Additional information was received on (B)(6) 2019. A 6fr sheath was used during the procedure. A pre-deployment angiogram was performed. The rear lock step sleeve separates from locked position. The device was removed and manual compression was held.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One used 6 fr angio-seal vip device was returned for evaluation. The device was returned mated with the hemostasis sheath and the carrier tube assembly. No other accessory components were returned for analysis. Visual inspection revealed that the carrier tube assembly was mated with the hemostasis sheath and the deployment sleeve was in the rear lock position with the color bands fully exposed. The bypass tube was observed partially inserted into the sheath and the device was deployed since the anchor and collagen was not returned. No gross anomalies were found with the returned device functional testing was performed. The deployment sleeve was moved to the forward lock position and then moved into the rear lock position. No locking or sleeve issues were noted. No deformation was noted on the sleeve latch. The tensioner was removed to determine if possible, suture lockup had occurred which caused the user to deploy the device. There was no suture remaining on the tensioner. There is no evidence that this event was related to a device defect or malfunction. The investigation results verified the returned sample was of the normal product. The exact cause of the reported event cannot be definitively determined based on the available information.